Manufacturer narrative:
This follow-up was created to document the returned device. The device was received in free formalin liquid making device handling and evaluation impossible.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a complete removal of the ipp system due to a malfunction. Deflation was more difficult requiring four to five attempts to fully deflate. It would then fill back up with fluid. Cylinders were more mobile and additional space around them was noted due to a sizing issue.